Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion as this appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this ICD also exhibited noisy signals or myopotentials as presented in the shock electrogram (egm). The boston scientific technical services consultant confirmed that these signals are common in the shock egm as the involved lead was single coiled with a large antenna.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion as this appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. This ICD remains in-service at this time. No adverse patient effects were reported.